Event description:
It was reported that shaft break occurred. The 85% stenosed, 30 mm x 3.0 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.0 mm x 15 mm quantum maverick balloon catheter was advanced for dilatation. However, the delivery shaft of the balloon was fractured. The device was completely removed together with the guide wire and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 85% stenosed, 30mmx3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.0mmx15mm quantum maverick balloon catheter was advanced for dilatation. However, the delivery shaft of the balloon was fractured. The device was completely removed together with the guide wire and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 115.8cm distal of the strain relief. There was contrast and blood in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.